Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified one extended opening and flat creases. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one striated opening. Based on the device analysis the final assessment was one striated opening in the radius side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.